Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The gui (pcb) was installed into a test ventilator for analysis and no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator displayed a device alert when turned on. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and found a graphical user interface (gui) inoperable error code but was unable to duplicate the reported issue. The se replaced the gui printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.